Manufacturer narrative:
Explantation of tibia as cement has no adhesion on metal interface (product deficiency?). Tibia (sz. 2.5) cracked down into posterior direction. Now revised to thick tray sz. 4. Femur was implanted in hyperextension. An initial visual review of the returned products by r&d concluded that further investigation of the returned products was required and thus were sent to our r & d laboratory for investigation. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The r&d laboratory report concludes: no evidence of cement was noted on the fixation surface of the tibial tray or along the cone. In order to address the request of the surgeon if there is a "(product deficiency?)." A DHR investigation has been performed. The visual observations and DHR review confirm that there are no manufacturing defects of the tibial tray; the absence of cement residues on the tibial tray might be possibly explained by investigating the cementing curing process. Moreover, the combination of a standard plus insert and a size 2.5 tibial tray, might have contributed to the loosening of the implant. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The products, together with the lab report and the x-ray were sent to our bio engineers for review. The bioengineering report concludes: it was noted that the combination of tibial tray size and insert size used is considered off-label use: lcs compatibility chart (9085-50-000 version 3) does not indicate a sz 2.5 mbt tray to be compatible with a std+ insert, and clarifies that "although lcs complete rp tibial inserts fit into any size m.b.t. Tray, undersizing or oversizing of the tibial insert relative to the tibial tray will affect the rotation." "Explantation of tibia as cement has no adhesion on metal interface (product deficiency?)" DHR review was undertaken in (B)(4) and found no issue with the relevant manufacturing lot with regards to the complaint statement. Surgeon wants to know whether there is a connection between "loosening" and missing cement adhesion: while cement adhesion may play a role in loosening, the x-rays showed significant posterior subsidence of the tray, which may have placed the cement-tray interface under abnormal conditions. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. It was noted that the combination of tibial tray size and insert size used is considered off-label use. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/29/2016-medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient had pain and an x-ray indicated dislocation of the metal tibial component with posterior rupture. The revision operative note indicated loosening and misaligned tibial component. The cement was affixed to the bone, but not to the tibial component. The femoral component was noted to be well fixed. A doi was provided. This complaint was updated on: 4/12/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening at the implant to cement interface.